Event description:
Pt reported that left hip had been going in and out for a couple of weeks. During revision surgery, the liner was found disassociated from the shell. Head and morse taper appear to be corroded. Shell is well fixed. Joint fluid has foregin body response with necrotic bone evident and no infection reported. All implants were replaced.